Event description:
Boston scientific crm received information that this left ventricular (lv) is suspected to have experienced a fracture. A boston scientific crm field representative reported the lead was associated with an out of range pace impedance measurement after exhibiting increasing pace impedances over the 44 months since implant. The representative reported no capture even at maximum outputs. A chest x-ray was inconclusive. The patient's ejection fraction has improved with medications, with minimal pacing in the past, so the physician has elected to program lv lead off and leave lead implanted with no further action at this time. There was no report of adverse patient effects. The lead subsequently was capped and surgically abandoned secondary to the replacement of the patient's device 27 months later. The lead was not replaced. There were no adverse patient effects.

Manufacturer narrative:
This event will be reopened and updated if additional information is received or if the lead is explanted and returned.